Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that electrogram (egm) review was requested due to right atrial (ra) lead concerns and unique programming. It was noted that the pacemaker system was programmed to ddi with ra fixed 1.0 mv sensitivity. Review of the presenting revealed atrial tachycardia/atrial flutter (at/afl) undersensing with sensor-driven atrial pacing through the at/afl. Technical services (ts) discussed that the recent programming changes may have been in response to right atrial (ra) oversensing. Further ra lead sensing evaluation was recommended. This pacemaker system remains in service. No adverse patient effects were reported.